Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of a soft vu catheter fracture inside of patient cannot be confirmed due to product was not returned. Without receiving product to evaluate, we are unable to definitively determine a root cause for this event. A material change to address the robustness of the catheter tip was implemented on 11-aug-2017. The complaint sample (lot 5036310) was manufactured before the implementation of this material change. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains the following statements: potential adverse effects: emboli, death. Warnings: never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat. Do not leave curved tipped catheters straightened over guidewires for extended periods of time. This will result in failure of the catheter tip to re-form to its intended shape. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. When retracting catheters, great care must be taken to avoid exerting excessive pressure at the groin entry site. Excessive pressure may result in damage to the vessel, the catheter, or both. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of a softvu catheter tip detach/fractured inside of patient cannot be confirmed due to the product not returned. Without receiving product to evaluate, we are unable to definitively determine a root cause for this event. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A CAPA was initiated to determine the root cause and implement a corrective / preventative action for this type failure. A material change to address the robustness of the catheter tip was implemented on 11-aug-2017. The complaint sample (lot 5036310) was manufactured before the implementation of this material change. The instructions for use, which is supplied to the end user with this catalog number, contains the following statements: potential adverse effects: emboli. Death. Warnings: never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat. Do not leave curved tipped catheters straightened over guidewires for extended periods of time. This will result in failure of the catheter tip to re-form to its intended shape. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. When retracting catheters, great care must be taken to avoid exerting excessive pressure at the groin entry site. Excessive pressure may result in damage to the vessel, the catheter, or both. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
It was reported that a softvu angiographic catheter tip detached/fractured off inside a patient during embolization procedure. The tip was removed using a retrieval device. The patient did not suffer any adverse harm or injury due to this event. It was reported the defective disposable device is not available for return to the manufacturer.